Event description:
It was reported that a user experienced hyperglycemia with blood glucose values greater than 400 mg/dl for several hours while using the ilet, accompanied by repeated infusion site issues that led the care team to remove the user from the ilet and initiate a backup multiple daily injection regimen, including basal insulin and a correction plus meal dose of rapid-acting insulin. Symptoms included positive moderate ketones without acute complications. Outcomes included the need for clinical guidance and temporary discontinuation of pump therapy with transition to subcutaneous insulin pens, without hospitalization or emergency treatment. Investigation included a review of the event history with user and clinician reports and troubleshooting education regarding ketone management and backup therapy. Investigation of this case revealed no device alarms and that the hyperglycemia occurred in the context of suspected infusion site problems. It was concluded that the cause of the hyperglycemia was unclear and that continued follow-up with the healthcare provider was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.